Event description:
The friend called lifescan on behalf of the patient and alleged the surestep original meter had segments missing. The patient felt dizzy and then tested their blood glucose with a reading of 400 plus mg/dl. Emergency services were contacted. Fifteen minutes later on an unknown meter the result was 500 plus mg/dl. The reporter stated no treatment was given. Based on information obtained from the patient there is indication the product malfunctioned, due to the missing segments, however there is no indication the product led to an adverse event, symptoms began then the patient tested, the patient did have hyperglycemia and the meter read over 400 mg/dl. A new meter was sent to the patient.